Event description:
The account stated that one patient sample generated a falsely elevated result for the architect ca19-9xr using reagent lot 10040m500. No specific data was provided. The patient was then urgently admitted to the hospital for further evaluation. No specific information was provided regarding the nature of the medical examinations performed on the patient. The results of the additional evaluation did not confirm the falsely elevated result, however; the patient went under emotional stress due to the hospitalization. No further consequences to patient health were reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.